Event description:
Attorney's reports that during implant of a hernia mesh while using a salute fixation device, the surgeons were unaware that many malformed q-rings were discharged and left in the patient's abdomen. These foreign metallic linear objects in the patient's body have resulted in persistent, unexplained abdominal pain, fever, tenderness and other unusual symptoms. Based on medical records provided by the patient's attorney: on (B)(6) 2006: patient underwent repair of a ventral hernia repair with a composix kugel patch. Two salute tackers were used to tack down any potential folds in the mesh. On (B)(6) 2007: patient complains of right and left lower abdominal pain since hernia repair. Stat left in abdomen. No hernia. Removed 2cm wire from sq. On (B)(6) 2007: c/o wire in right flank. Sylocaine injected. Nothing found. Needs x-rays. On (B)(6) 2007: phone call from radiology; probably 11 pieces of wire.

Manufacturer narrative:
The medical records note the patient has comorbidities of obesity, hypertension, coronary artery disease, and multiple surgeries including cholecystectomy, a pacemaker implant and a bowel resection. In (B)(6) 2006, the patient underwent repair of a ventral hernia where two salute fixation devices were used to tack down folds in the mesh. The patient complained of pain post-operatively. The office visit notes from 2007, refer to a stat that had been left in the abdomen and a wire that was removed from the abdomen's subcutaneous tissue. Further CT scans in 2008 and 2009, reveal stable foreign bodies, unchanged in appearance. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. Refer to MDR 1213643-2008-00202 for the fist salute fixation device used on (B)(6) 2006.